Event description:
Laguna screws and rods implanted on (B) (6) 2009. Patient twisted and fell and had a popping sensation with mild increased pain sometime before seeing dr. (B) (6) on (B) (6) 2009. CT scan of lumbar sacrum area on (B) (6) 2009 showed a disconnect between left rod and the s1 pedicle screw. Rod and screws were explanted by dr. (B) (6) and replaced with a globus system on (B) (6) 2009. No obvious reasons found. Explants sent to allez spine on (B) (6) 2009.